Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. At 2 months from primary the surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 april 2022: lot 2005456: (B)(4). Expiration date: 2025-07-25. No anomalies found related to the problem. (B)(4). Additional implant involved: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 2004025 batch review performed on 13 may 2022: lot 2004025: (B)(4). Expiration date: 2026-04-11. No anomalies found related to the problem. (B)(4).